Event description:
It was reported that during use on a patient, ¿battery in use¿ was displayed on the cardiosave intra-aortic balloon pump (iabp) while plugged in. The getinge representative instructed the nurse to check the touchscreen to verify that ¿rescue¿ was displayed, and it was. The representative then had the nurse remove the console out of the iabp and shoved it back into the base with some force. After doing so, the message went away, and ¿hybrid¿ was displayed. While finishing the call, the nurse reported that the iabp had shutdown, and after verifying the iabp was plugged into a working outlet, the representative asked the nurse to push the on/off button. However, the iabp would not turn on and the representative instructed the nurse to switch to another cardiosave iabp, tag the malfunctioning iabp and send it to biomed. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service territory manager (stm) evaluated the cardiosave iabp unit and was unable to reproduce the reported issue. The stm tested the iabp on ac and battery operation and was unable to duplicate battery or ac operation failure. The iabp passed all functional and safety tests per factory specifications and was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, ¿battery in use¿ was displayed on the cardiosave intra-aortic balloon pump (iabp) while plugged in. The getinge representative instructed the nurse to check the touchscreen to verify that ¿rescue¿ was displayed, and it was. The representative then had the nurse remove the console out of the iabp and shoved it back into the base with some force. After doing so, the message went away, and ¿hybrid¿ was displayed. While finishing the call, the nurse reported that the iabp had shutdown, and after verifying the iabp was plugged into a working outlet, the representative asked the nurse to push the on/off button. However, the iabp would not turn on and the representative instructed the nurse to switch to another cardiosave iabp, tag the malfunctioning iabp and send it to biomed. No adverse event was reported.